Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 460 mg/dl. The customer was treated with manual injections. The customer woke up to an alarm and pump won't respond. The customer's father stated they received a button error then the screen went blank and tried to restart it then got an a21 alarm then the screen went blank again. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for beep anomaly, blank display, a21 and fluid in the pump because the device is going to be replaced.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No audio/beep anomaly during testing. The insulin pump passed unexpected restart test. No alarm noted. All buttons functioned properly. No button error alarm during testing. However, found moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.